Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had critical pump error and multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. Customer stated that the screen of insulin pump turned off. Customer was advised to insert new battery; however the open book image came up on insulin pump. Customer stated that the insulin pump received insulin pump error alarm before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 40 alarm noted in the device history and critical pump error (open book image) alarm during testing due to software error. No pump error 24 found in the device history or during testing.